Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a 58-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During impella insertion, the impella was inadvertently pulled out of the left ventricle. The hemodynamics were stabilized by increasing the dose of catecholamine, and fluoroscopy and echocardiography confirmed that impella had been successfully reinserted into the left ventricle. There was no harm to the patient as a result of this incident,

Manufacturer narrative:
Upon review of this file it was determined that there was no adverse event associated with impella. The impella was pulled out from inside the left ventricle (lv) for an off-pump coronary artery bypass surgery that was performed while impella was inserted. A regulatory report is no longer necessary.